Manufacturer narrative:
(B) (4). Conclusion: based on the complaint history, the most likely root cause of the event was off label use. (B) (4).

Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and the back haptic tore off upon insertion. The lens was removed and another same model was implanted without any pt injury. The customer used amo series injection system which is considered off label use.